Event description:
It was reported that the patient¿s device had shocked her a few times and she did not want it implanted anymore. The patient also claimed to have issue with facilities near her and getting people to support the device she had, although local manufacturer¿s representatives (reps) were found without issue though. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the device kept shocking her, even at low settings. Specific shocks in (B)(6) and (B)(6) 2015 were noted. No trauma or falls were related. It was scheduled for replacement. The doctor was noted to have checked the device in the past.

Event description:
Additional information received reported that the patient did not have a doctor to manage their device. Their family doctor had been looking and said there was no one. They asked for help finding a doctor and were looking for a doctor but no one could help them find anyone.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# v483080, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6), 2010, product type: extension. Product ID: 3487a-56, lot# v483080, implanted: (B)(6) 2010, product type: lead.(B)(4).